Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during a procedure to remove the device on (B)(6) 2012, the device broke as the physician's assistant attempted to extract it. The top portion of the device broke off, and the bulb/bolster remained in the patient's stomach. It was expected that the piece would pass naturally. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during a procedure to remove the device on (B)(6) 2012, the device broke as the physician's assistant attempted to extract it. The top portion of the device broke off, and the bulb/bolster remained in the patient's stomach. It was expected that the piece would pass naturally. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6) hospital submitted medwatch report #: 3600510000-2012-8018 in (B)(6) 2012.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been retained by the hospital; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.